Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of myopotentials. Corrective programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Correction: d10: field should reflect concomitant medical products with therapy date of (B)(6), 2022, which was not submitted in the prior report.